Event description:
I had an endometrial ablation in (B)(6) 2009 that did not go well. I ended up with a thermal burn that perforated a hole in my colon. It went undetected and I was sent home from recovery. I ended up back in the hospital seven days later due to a baseball sized abscess in my colon and going septic. I had emergency surgery and ended up with the colostomy bag. They said my colon was so inflamed they had no other choice but to bag me. I had several blood transfusions and was in the hosp for 13 days. Things got worse eight days postop after my staples were removed. I was finally able to eat but it made me nauseous causing me to violently throw up which caused my entire abdominal incision to pop wide open. Because I was eight days postop, they could not staple me back up. I had to lay flat for weeks with an open wound. Thankfully, five months later, I was able to have the colostomy removed.